Manufacturer narrative:
Initial reporter is a synthes sales consultant. Part 319.006, lot ft00086: release to warehouse date: august 19, 2016. Supplier: (B)(6). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the depth gauge for 2.0 mm and 2.4 mm screws (part 319.006, lot ft00086) was received with the needle broken off from the slider of the depth gauge. The slider, the body, the protection sleeve and the needle were all returned. Dimensional analysis was completed and was within specification. The relevant drawings were reviewed. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. The complaint condition is confirmed as the depth gauge was received with the needle broken off from the slider body. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) depth gauges were reported from the facility with an unknown allegation. It is unknown if when the issue was discovered. It is unknown if there was a procedure or patient involvement. During investigation of the received devices, it was noted the needle was broken off from the slider of the depth gauge. This report is for a depth gauge. This is report 2 of 2 for (B)(4).